Manufacturer narrative:
Event previously reported to FDA by (B)(4) (distributor) on report #3008021110-2017-00112. Device not yet returned for evaluation, however the distributor notes that the problem could be more related to the broach used (which is not manufactured by enztec limited) or the surgical technique, rather the broach handle. Complaint cannot be substantiated and event cannot be attributed to the broach handle until returned for evaluation. Note also that this report was attempted to be submitted by enztec limited on 12th december 2017, but it has taken 1 month to have the appropriate accounts set up to allow electronic submission.

Event description:
Intra operative malfunction of the broach handle - code# 9095.11.002, lot# 15ae004b - experienced during a hip surgery performed. On (B)(6) 2017. According to the information reported, the broach handle disconnected from the broach when removing broach from femoral canal. Surgery time reportedly prolonged 25 minutes.